Event description:
The customer reported that arm support mount which is not a philips approved mounting solution was mounted to the ceiling and both the monitor and mounting arm fell down from the ceiling. The mounting solution the customer used was not designed to hold the weight of the philips monitor and all four of the fixed bolts could not hold the mounting arm and monitor causing it to fall from the ceiling. No adverse impact to pt or user when the monitor and mounting fell. We do not consider this a malfunction of a philips device, rather a user induced issue by using a non-approved mounting solution.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.